Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit and freestyle libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent sensor tip with the adc device and reported "sensor did not penetrate skin." As a result, customer experienced symptoms described as shaking, convulsion, a seizure and reported being unable to self-treat. Customer had contact healthcare professional (caregiver) who provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a bent sensor tip with the adc device and reported "sensor did not penetrate skin." As a result, customer experienced symptoms described as shaking, convulsion, a seizure and reported being unable to self-treat. Customer had contact healthcare professional (caregiver) who provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no damage was observed. The sensor plug did not return. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It was observed that the lid was not completely peeled off. The platform was inspected and no issues were observed. Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no damage were observed. Patch was not seated in applicator, the applicator did not fire correctly, and it did not contribute to complaint during wear. Therefore, unable to perform further investigation due to no product returned. Issue closed to no product returned. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.